Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and medical images but was denied as patient authorization is needed. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an bifurcated stent graft, a suprarenal stent graft extension, a limb stent graft extension and two (2) ovation ix sent graft extenders to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off- label) due to concomitant use with products outside the IFU. Approximately two (2) years post initial procedure, the patient presented emergently with abdominal pain. An aortic rupture with a possible type I endoleak of indeterminate origin was identified by a computed tomography (CT). The patient was transferred to another hospital for treatment. No further information was provided. As of the date of this report, there have been no additional patient sequelae reported.